Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. Device evaluation summary: monitor sn (B)(4) and electrode belt sn (B)(4) were returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files (attached) on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient treatment. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Manufacture date: monitor - (B)(4) - 08/01/2016, belt - (B)(4) - 08/12/2011. The investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips. The primary cause of the inappropriate shock was improper response button use prior to shock delivery. Response buttons were pressed intermittently early in the detection sequence as well as after the treatment shocks but not immediately prior to the delivery of the treatment shocks. The response buttons were found to be fully functional. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was vt self-converting prior to shock delivery. The rapid rate satisfied the rate detector of the detection algorithm. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4) (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that a (B)(6)patient experienced an inappropriate defibrillation event on (B)(6) 2020 consisting of nine shocks. Following arrhythmia detection at 20:20:37, the patient received the first treatment at 20:22:03. The patient's rhythm at the time of the treatment was vt at 220 bpm that self-converted to sinus tachycardia at 100 bpm seven seconds before the treatment was delivered. The rapid rate satisfied the rate detector of the detection algorithm. The patient's post-shock rhythm was sinus rhythm at 85 bpm with recurrent vt self-converting to sinus rhythm at 80 bpm. At 21:29:01, the patient received the second treatment. Their rhythm at the time of the treatment was vt at 220 bpm and their post-shock rhythm was vt at 230 bpm. At 21:29:36, the patient received the third treatment. The patient's rhythm at the time of the treatment was vt at 220 bpm and their post-shock rhythm was sinus rhythm at 60 bpm with premature ventricular contractions (pvcs). At 21:36:36, the patient received the fourth treatment. The patient's rhythm at the time of the treatment was vt at 240 bpm self-converting to sinus rhythm at 65 bpm with pvcs and their post-shock rhythm was vt at 230 bpm self-converting to sinus rhythm at 70 bpm. The rapid rate satisfied the rate detector of the detection algorithm. At 21:38:13, the patient received the fifth treatment. The patient's rhythm at the time of the treatment delivery was vt at 230 bpm and their post-shock rhythm was sinus rhythm at 70 bpm with pvcs. At 21:39:21, the patient received the sixth treatment. The patient's rhythm at the time of the treatment as well as the patient's post-shock rhythm were vt at 230 bpm. At 21:40:46, the patient received the seventh treatment. The patient's rhythm at the time of the treatment was vt at 230 bpm and their post-shock rhythm was sinus rhythm at 70 bpm with pvcs and recurrent vt. At 21:41:13, the patient received the eighth treatment. The patient's rhythm at the time of the treatment as well as the patient's post-shock rhythm were vt at 220 bpm. At 21:41:41, the patient received the ninth treatment. The patient's rhythm at the time of the treatment delivery was vt at 230 bpm and the patient's post-shock rhythm was sinus rhythm at 70 bpm with recurrent vt. Response buttons were pressed intermittently early in the detection sequence as well as after the treatment shocks but not immediately prior to the delivery of the treatment shocks. The response buttons were found to be fully functional. The patient received further medical attention at a hospital and is to end use to receive an ICD. There was no death or device malfunction associated with the inappropriate defibrillation event.